Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device was not returned for evaluation as the device remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that a (B)(6) male patient underwent a resection of the left distal femur that spared his knee and growth plate on an unknown date in 2011. Additionally, the patient underwent a reconstruction with a customized device that was able to be attached to the small remaining portion of his distal femur. In the last year and a half, the patient has developed a limb length discrepancy. The patient currently has an existing fixed length custom intercalary originally made by zimmer. The proximal & distal stem are well fixed, but the growth plate in the affected left leg has stopped growing causing a leg length discrepancy. The orthopedist has recommended that an expandable device be implanted to replace the middle section of his currently implanted customized device. Therefore, the surgeon requested a custom (pmi) intercalary expandable device to replace the fixed length component so as to equalize the length of each leg, to address existing endoprosthesis and leg length discrepancy, and to assemble with the current zimmer components. The date of the revision surgery is unknown. No further information was provided. Attempts have been made and no further information has been provided.